Event description:
It was reported that eleven months twenty three days post port placement, the port allegedly leaked. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months twenty three days post port placement, the port allegedly leaked. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial compound break was noted on the attached catheter approximately 3.4cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Upon infusion, a leak from the partial compound break was observed while water exited at the distal end of the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.